Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) reached end of life (eol) due to extended charge time (CT) . Boston scientific technical services (ts) advised replacement as soon as possible. There were no adverse patient effects reported.